Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter separated just below the hub. It is in two pieces. The catheter was inserted on (B)(6) 2022. On (B)(6) 2023 the patient notified the nurse that it had broken. Upon inspection she saw that the tubing had separated from the hub leaving the tubing hanging out of the patients arm. The team was able to remove the remainder of the tubing with the tip intact and there were no other interventions necessary. The patient was not harmed.

Event description:
It was reported the catheter separated just below the hub. It is in two pieces. The catheter was inserted on (B)(6) 2022. On (B)(6) 2023 the patient notified the nurse that it had broken. Upon inspection she saw that the tubing had separated from the hub leaving the tubing hanging out of the patients arm. The team was able to remove the remainder of the tubing with the tip intact and there were no other interventions necessary. The patient was not harmed.

Manufacturer narrative:
(B)(4). The customer returned one 20ga x 8cm endurance catheter for evaluation. Visual inspection confirmed the catheter body was separated directly adjacent to the juncture hub. The point of separation was pinched , revealing the catheter likely kinked prior to separating. The total length of the separated catheter body measured 84 mm, (B)(4). The outer diameter of the catheter body measured 0.04295", which is within specification of 0.038-0.048" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water exited from the separation point. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter cut/torn was confirmed by a complaint investigation of the returned sample. The catheter body was completely separated directly adjacent to the juncture hub. A device history record review was performed based on sales history, and no relevant findings were identified. A non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.